Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the explant kit was submerged in clear 0.2% glutaraldehyde solution. At the outflow view, the outflow crown appeared oval shaped. All leaflets were in the closed position with a slight gap between the free margins of leaflets and 3. All leaflets were tan-brown, stiff but flexible, except where thrombus and / or pannus was present. Thrombotic host tissue was observed from the margin of attachment of leaflet 3, extending towards the belly and unto the lunula. All commissures were intact. From the inflow view, glistening off-white pannus observed on the inflow crown tips extending to the luminal surface of the skirt. Glistening off-white pannus noted on the abluminal surface of the skirt. From the outflow view, multifocal tan host tissue pieces were noted attached to the outflow frame. Brown thrombotic tissue was seated on the belly of leaflet 3. Multifocal thrombotic host tissue observed on leaflet 1. A thin layer of off-white pannus lined the margins of attachments of all leaflets. Unknown amount of pannus may have been removed during explant. Radiography did not reveal calcification on the leaflets and / or host tissue. Radiography did not reveal any frame fractures conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five months following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed mild paravalvular leak (pvl) at the left and right coronary cusps. Three days later the valve was explanted and replaced with a non-medtronic 25 mm aortic surgical valve due to paravalvular leak (pvl) which was performed secondary to a reoperation procedure for a failed non-medtronic mitral clip. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Immediately post-implant procedure there was no indication or report of paravalvular leak. Post-implant occurrence of mild paravalvular leak at five (5) months or later can be caused by a variety of factors such as patient anatomy, calcification level or presence of other pre-existing patient conditions. Therefore, based on the information provided and the laboratory analysis results, in this case, the pvl most likely was due to post procedure thrombus and pannus. These effects are known failure modes for bioprosthetic valves per device IFU, and their presence and rate of formation are largely dependent on patient condition. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.